Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, due to patient¿s tricuspid regurgitation, one ipl was chosen at first. However, due to patient¿s cardiac muscle was diseased, physician used two of the same leads but the thresholds were all high and the leads could easily be dislodged. Physician replaced the leads with another lead to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.